Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for missing and damaged labels with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the regen¿ tht® nc: 1.0ml is missing a label and has label damage on 3 separate tubes. No serious injury, no medical interventions.